Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they had high blood glucose of 436 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer also reported that they had low blood glucose of 36 mg/dl prior to call. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer stated that they discarded the infusion sets and cannulas. The reservoir will be returned for analysis.